Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was unknown at the time of incident. Customer's current blood glucose level was 485 mg/dl. The customer had symptoms of nausea, headache, itchy skin and thirsty as a result of high blood glucose. Customer had been using insulin pump within 48 hours of the reported event. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.